Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, adhesive part of the light lens peeling, gap in the tip adhesive part, dirt inside of the lens through the gap, and gap between the plastic cover and the adhesive part of the c phone tie were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a forceps rising wire break was noted with the evis lucera duodenovideoscope. During a standard service inspection of the customer returned device, the adhesive part of the light lens was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction regarding how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.